Event description:
Four IV infiltrates in six days with a medrad stellant power injector. No lasting patient harm.====================== anufacturer response for med rad stellant injector, med rad stellant injector (per site reporter).======================med rad sent in a service tech to perform service on the unit and found that the unit met all service requirements. Service reports will follow to medsun.what was the original intended procedure?CT procedure.